Event description:
It was reported that the compressor was shutting off. There is no information regarding patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. The circuit board was returned, it controls the electrical functions of the compressor. The returned circuit board was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor ran for 5 days without any deviations observed. The reported issue was not reproduced. Mechanical stressing of the circuit board and visual inspection did not reveal any defects. No logs were received. The root cause of the reported issue has not been determined. If the compressor fails it may lead to stop of ventilation if no oxygen is connected to the ventilator.

Event description:
(B)(4).